Event description:
A malfunction code was reported, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information to reset the pump, and they assisted the customer in resetting it successfully. The malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction reoccurs, and they confirmed their understanding.